Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced hospitalization on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 450 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 07/jan/2026 against "lot number" "6004897" and similar malfunction codes: set broke prior to use due to insertion into scar tissue, into sites not stated by the insertion into scar tissue, improper site selection, or incorrect preparation of set. The review confirmed that lot 6004897 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 12/jan/2026 against "lot number" criteria equal "6004897" and similar malfunction codes set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, insertion into scar tissue, improper site selection, or incorrect preparation of set. The count of complaints is 1. The complaint numbers is complaint (B)(4). Device history record (DHR) review: the lot 6004897 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac 10, on 07/jan/2024 with a total of (B)(4) units. Review of the DHR showed that a non-conformance nc was opened during the sterilization processes actions were required. Conclusion: one non-conformity (nc) was raised during the sterilization process, and no conditions were detected that correlate with the malfunction code reported in the complaint. The sub-assembly, welding of the lot 4a00664 was manufactured according to the wi version 33 and manufactured in the machines ls24, ls25 & ls11, on 06/jan/2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4a00796 was manufactured according to the wi version 33 and manufactured in the machines ls24, ls25 & ls11, on 06/jan/2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a00630 was manufactured according to the wi version 37 and manufactured in in the line 3, on 06/jan/2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a00787 was manufactured according to the wi version 37 and manufactured in in the line 3, on 06/jan/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4a00815 was manufactured according to the wi version 59 and manufactured in in the machine sc05 & sc06, on 05/jan/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: 3 samples out 3 samples passed the visual inspection and wi guidance for functional testing for complaints area version 2: 3 samples out 3 samples passed the flow and leak tests for the code insertion into scar tissue,improper site selection, or incorrect preparation of set. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6004897 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.